Event description:
Monitor would provide a power-on self-test (post) tone, but there was a report the alarm couldnot be heard. Caller explained the default alarm volume was set to "1". There was no report of a device malfunction or any pt harm.